Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator for the treatment of non-malignant pain. It was reported that they patient was having a problem with their adaptive stimulation (as) since implant, where it was not recognizing their different positions. They also noted the controller would change groups all by itself. The patient was set on group c, but sometimes it would show group a or b. About 3-4 months prior to calling they felt throbbing and also their "usual pain", and the patient thought they were on hf settings. They met with a manufacturer representative (rep) who did programming and that helped, and the patient now had 50-75% pain relief. No further complications were reported or anticipated. Additional information was received from the patient. It was reported that the circumstances that led to the patient's throbbing and usual pain was switching from low frequency in an attempt to positional changes to high frequency and it did not work. The patient reported that their positional change settings did not work at times. The patient had to turn off the ins due to it throbbing and not removing the original lumbar pain. The patient's settings were returned to low frequency and no positional adjusting. The patient still does not know what caused the group c/d changes that happened 3 times. The patient's as not recognizing different positions and controller changing groups by itself has not been resolved. The patient has to reduce the stimulation from day (4.0 to 4.5) to a favorable night time setting of 3.0. Before the patient started having so much pain they weighed 176 to 178. The patient has been told that pain will cause weight gain. The patient also noted that they have been a very active person all their life. They still move as fast as they can, but not like before their back problems. The patient reported that most of the time they receive about 50% relief from their ins probably 25% of the time. About 70% relief from the disc pain, and possible 25% of the time less than 50% relief. The patient also restated that they have to turn their ins off due to the throbbing and no relief from the compressed disc pain. No further complications were reported. No additional patient symptoms were reported.